Event description:
It was reported that during the course of a surgical procedure, the tip of the device became detached and fell into the patient's hip. The tip was able to be removed with the surgeon's fingers and forceps. There were no adverse consequences or medical intervention related to the event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.